Manufacturer narrative:
The reported field event of failure to sense r-waves was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
It was reported that the patient presented in clinic for an implantable cardiac monitor (icm) implant. During the procedure, it was noted that the icm failed to sense any r-waves and there were no visible electrocardiograms (egms). The physician implanted a different icm. The patient was stable throughout the procedure.